Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse liner +3mm, lot# 201305373; glenoid metal back, lot# 201306350; stem, lot# 201306698; smr reverse humeral body, lot# 201307545; glenosphere, lot#201305410) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. We will send a final emdr once the evaluation will be concluded.

Event description:
Shoulder revision surgery due to infection. According to the info reported, germ responsible for infection is p. Acne. Event happened in (B)(6).

Event description:
Revision surgery of a smr reverse due to infection performed on (B)(6) 2018. According to the info reported, germ responsible for infection was p. Acnes. Previous surgery was performed on (B)(6) 2013. Event happened in (B)(6).

Manufacturer narrative:
Very few info received about this infection case. In detail: no info about components implanted during the revision surgery; no explants available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy; no clinical info received about the patient (any previous infection?); no info about date of onset of infection; no x-rays available. From the product details related to components originally implanted we could perform a check of the DHR, with the following results: no anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse liner +3mm, lot# 201305373; glenoid metal back, lot# 201306350; stem, lot# 201306698; smr reverse humeral body, lot# 201307545; glenosphere, lot#201305410) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. With no other info available, no further investigation is possible at this stage. Based on the check of the sterilization charts performed, this is not a product-related case. Pms data: very low revision rate (0.054%) associated to infection cases - smr reverse related. According to the investigations performed, none of the cases reported was product related. No corrective action for this specific case. Limacorporate will continue monitoring the market.